Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient had decided to have the pump removed. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. The patient reported they can't find anyone to take out their pump and they are frustrated. They have tried multiple doctors and no one is willing to replace the pump. No further complications were anticipated/reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Other relevant device(s) are: product ID: 8835, serial/lot #: (B)(4), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl and dilaudid (unknown concentration and dosage) via an implantable infusion pump for non-malignant pain and spinal pain. Concomitant medications included beta-blockers. It was noted that the healthcare provider (hcp) would not provide any other pain killers. It was reported that the pump stopped working over one month prior to (B)(6) 2018 and the patient was not doing well. The patient reported that he was experiencing withdrawal symptoms. The patient complained of jitters, low back pain, could not concentrate, and could barely walk. The patient also noted high heart rate, heart was really pounding, and high blood pressure. The patient reported that the hcp said that it would be replaced in three days. However, the patient had not been scheduled. The patient reported that he was at his hcp's office last friday, and that the hcp told him to contact the manufacturer, as the manufacturer was supposed to contact them about the replacement. The patient reported that he did not have a primary care physician and did not want to go to the emergency room (ER) as he did not want to be thought of as a drug addict. The patient said that he was at "level ten." He noted that the refill nurse said that sometimes the patient received a bolus, and sometimes he did not receive a bolus. The patient also noted that the nurse could hear an alarm, but the patient could not hear it. No further complications were reported. Additional information was received from a device manufacturer representative. It was reported that the patient presented to another pain management practice where the patient was detoxing with suboxone therapy. The healthcare provider (hcp) was going to refer the patient for an explant of the pump. Additional information was received from a hcp via a manufacturer representative. It was reported that between (B)(6) 2018 and (B)(6) 2018, the patient had presented to another pain practice; a physician placed the patient on weaning protocol using suboxone. No environmental, external, or patient factors were reported to have caused this issue. The issue was not known to be resolved at the time of the report, (B)(6) 2018. The patient was reported as "alive - no injury." There were no further complications reported at this time. Additional information was received from a healthcare provider (hcp). It was reported that the battery was no longer working. The cause of the report that the pump stopped working was known, but not specified. The hcp was getting authorization to replace the battery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.